Event description:
Customer reported issue with panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacing the housing assembly, heat sink and fan. System is now operational.